Event description:
It was reported to covidien on 11/01/2010 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter dislodged from the pt. The pt came in from home with the catheter in his hand. The customer states event occurred due to size of peel away sheath creating large hole, causing oozing and preventing ingrowth from occurring. The catheter had to be removed and replaced.

Manufacturer narrative:
Submit date: 11/04/2010. An investigation is currently underway. Upon completion, the results will be forwarded.